Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The RMA was issued for return of the sensor only, as the user did not wish to have a new insertion. B4.date of this report 18 february 2025 g3.date received by the manufacturer? 18 february 2025 h3. Device evaluated by manufacturer?no h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
On november 21, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.